Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the middle third of the staple line did not form properly. Some bleeding was noticed and the surgeon over-sewed the staple line and used clips to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with five cartridge reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was sent for review. Ees field quality engineer reviewed and provided the following summary: based on the photographs and event description, it is believed the combination of thickness of tissue and buttressing material exceeded the devices ability to maintain the designed tissue gap for a green cartridge, hence some mid-line deck deflection occurred. Some malformed staples and a hemostasis complication were the results.